Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery in which the tubing and the reservoir were removed due to an infection and abscess in the left hemiscrotum. During the surgery the inflammatory mass was dissected, the incision was closed and irrigated. No further patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery in which the tubing and the reservoir were removed due to an infection and abscess in the left hemiscrotum. During the surgery the inflammatory mass was dissected, the incision was closed and irrigated. No further patient complications were reported.

Manufacturer narrative:
Information corrected: brand name, model number, lot number, catalog number, expiration date, unique identifier (UDI) # and concomitant product/therapy.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant surgery in which the tubing and the reservoir were removed due to an infection and abscess in the left hemiscrotum. During the surgery the inflammatory mass was dissected, the incision was closed and irrigated. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the balloon of this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined. Visual analysis found foreign material in the balloon. Additionally, slight damage to the kink-resistant tubing, consistent with explant, was identified. The balloon was not functionally tested as the fluid could not be aspirated from the balloon shell using a syringe. Analysis did not identify any issue that would likely have impacted device function. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.